Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 1/23/2023. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one detached needle and a suture that pertain to product code z494g. In order to evaluate the condition of the detached needle, the swage and attachment area was noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? No further information is available. If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? No further information is available. Was any other tissue damaged as a result of searching the needle? No further information is available. What is the lot number? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on 12/1/2022 and a suture was used. During use, the needle was broken at the middle part at the time of wound closing. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.